Manufacturer narrative:
(B)(4) concomitant: medical products - m2a-magnum mod hd sz 50 mm / pn 157450 / ln 035270, taperloc por fmrl lat 13.5x147 / pn 11-103207/ ln 504290, magnum cup item us157856 lot 451450. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision approximately eight years post implantation. Op notes for revision surgery reported revision due to pain. During the procedure, there was evidence of acute local tissue reaction, fibrotic tissue, and corrosion. The cup was well fixed in spite of the osteolysis. Attempts to obtain additional information have been made; however, no more is available.